Event description:
Information was received that this smiths medical cadd solis vip pump failed flow accuracy testing with an average of 18.4 ml on two separate test stations. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis with a damaged lens. Accuracy testing was performed to verify the under-infusion report. The reported issue was unable to be verified as the unit passed accuracy testing.